Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call to have received critical pump error alarm. Customer's blood glucose was 8 mmol/l at the time of incident. Customer stated that the insulin pump fell into the water. No troubleshooting was performed. Advised customer that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found inside of the battery tube, on the force sensor and motor during visual inspection. No moisture damage was found on the keypad assembly. Pump received with scratched case, missing display window cover, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.